Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Plots: there are 8 possible lot numbers, however the customer only provided one. Lot # 896215h, exp date: 05/01/2021, MFR date: 05/01/2018.

Event description:
The event occurred on either (B)(6) 2019 or (B)(6) 2019, but unable to specify the date. It was reported a plum set with filter leaked at the filter tray due to defective valves during chemotherapy infusion. No additional information was provided. This report captures the ninth of ten events.